Manufacturer narrative:
Note: date of implantation is only known as (B)(6) 2021. Day date is not known and is estimated. Manufacturer narrative: the device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the asbr-k, microlink, all-suture button fixation system, was used during a cmc arthroplasty in (B)(6) 2021. Then on (B)(6) 2021 a revision surgery was performed due to suture breakage of the device, when it was reported ¿the implant failed mid substance of the suture 2 months after implantation. The suture had broke.¿. Follow up assessment found that the surgeon felt that the revision surgery was caused by failure of the device. Suture broke possibly due to bone fragment in the pilot hole compromising the suture. The revision surgery was completed with a non-conmed device of unknown manufacturer and catalog number. There was no report of injury, medical intervention, or hospitalization for the patient from the revision surgery. This report is being raised on the basis of injury due to requiring revision surgery.

Manufacturer narrative:
Note: date of implantation is only known as (B)(6) 2021. Day date is not known and is estimated. Manufacturer narrative: the device will not be returned for evaluation and no photographic evidence was provided therefore root cause cannot be identified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of one complaint, regarding one device, for this device family and failure mode. During this same time frame 4,490 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002 per the instructions for use, the user is advised that preoperative and operating procedures including knowledge of surgical techniques and proper selection and placement of implants are important considerations in the successful utilization of these devices. The user is instructed by 11 step by step instructions on the implantation of the device. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the asbr-k, microlink, all-suture button fixation system, was used during a cmc arthroplasty in (B)(6) 2021. Then on (B)(6) 2021 a revision surgery was performed due to suture breakage of the device, when it was reported ¿the implant failed mid substance of the suture 2 months after implantation. The suture had broke.¿. Follow up assessment found that the surgeon felt that the revision surgery was caused by failure of the device. Suture broke possibly due to bone fragment in the pilot hole compromising the suture. The revision surgery was completed with a non-conmed device of unknown manufacturer and catalog number. There was no report of injury, medical intervention, or hospitalization for the patient from the revision surgery. This report is being raised on the basis of injury due to requiring revision surgery.